Manufacturer narrative:
MDR 3003442380-2024-02028 - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with ten infusion set cannula was bent. The blood glucose level was displayed high at the time of incident and managed by multiple daily injection (mdi). The site of insertion was at abdomen. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. High.